Event description:
It was reported the patient's scs ipg was unexpectedly turning on during the use. Tha patient has an insulin pump which is suspected to turn on the device unintendedly. Subsequently, the scs ipg was explanted per the patient's request.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.